Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, complete thrombosis of the inferior vena cava (ivc), tilt of the ivc filter, fracture, and removal of the filter with two filter struts left embedded in the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis and treatment for thrombosis does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter fracture, tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. The timing and mechanism of the reported filter tilt could not be determined. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, complete thrombosis of the ivc, tilt of the ivc filter, fracture, and removal of the filter with two filter struts left embedded in the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The preoperative diagnosis at filter placement was deep venous thrombosis and pulmonary embolism with risk for cardiomyopathy collapse with further pulmonary embolus. The patient had some relative contraindications to anticoagulation in the short term. The inferior vena cava measured 23 to 25mm in diameter below the renal veins. The filter was successfully placed. Access was via the internal jugular vein. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, complete thrombosis of the ivc, tilt of the ivc filter, fracture, and removal of the filter with two filter struts left embedded in the ivc wall. Additional information was received that approximately 6 ½ years post implantation, the patient had thrombolysis after initial thrombolysis there was residual thrombus in the right femoral vein, common femoral vein, common iliac vein and inferior vena cava. Thrombolysis was continued using the same parameters. The patient was brought back about 3 days later and there was successful partial removal of the filter using a laser sheath and snare device. There were 2 retained fragments of the filter, both which appeared to be completely embedded in the caval wall, were not flow limiting, and presented no appreciable risk for migration. Unsuccessful attempts were made to remove them. There was also resolution of iliac and distal tv/c thrombus, with good flow from the right side. There were also blood clots, clotting, and/or occlusion of the ivc, with additional symptoms including leg swelling and ivc stenosis. The patient has anxiety due to these events. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received that approximately 6 ½ years after placement, the patient had thrombolysis. There was residua thrombus in the right femoral vein, common femoral vein, common iliac vein and inferior vena cava. Thrombolysis was continued using the same parameters. The patient was brought back about 3 days later and there was successful filter removal using a laser sheath and snare device. There were retained fragments of the filter, both which appeared to be completely embedded in the caval wall, were not flow limiting, and presented no appreciable risk for migration. Unsuccessful attempts were made to remove them. There was also resolution of iliac and distal tv/c thrombus, with good flow from the right side. Additional information was received from the patient profile form that the irretrievable struts subject the patient to the risk of future and progressive filter failure including migration, embolization of a fracture, and even death. There were also blood clots, clotting, and/or occlusion of the ivc. Additional symptoms include leg swelling and ivc stenosis. The patient has anxiety due to these events. The preoperative diagnosis at filter placement was deep venous thrombosis and pulmonary embolism with risk for cardiomyopathy collapse with further pulmonary embolus. The patient had some relative contraindications to anticoagulation in the short term. The inferior vena cava measured 23 to 25mm in diameter below the renal veins. The filter was successfully placed. Access was via the internal jugular vein. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.